Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was reported that the patient experienced hypertension and died. Vascular access was obtained via the femoral artery. The 90% stenosed, 14x2.25mm, eccentric, de novo target lesion was located in the non-tortuous and non-calcified obtuse marginal branch. Following pre-dilation, a 2.25x16mm promus element¿ plus drug-eluting stent was deployed to treat the lesion. However, post stenting, the patient had high blood pressure and collapsed on the table. The patient died. Per physician, the possible reason for death could be left ventricular (lv) dysfunction. No autopsy was performed.